Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted due to intermittent dizziness. It was noted that the lead was fractured, and the pacing threshold were increased. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture and increased pacing threshold could not be confirmed. A partial connector portion of the lead was returned in one piece measuring 21.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.